Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No device photos, videos or patient imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints. Complaint history review revealed the control limits for the appropriate trend categories were not exceeded for october 2019. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, the size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. The complaints were not able to be conformed due to the unavailability of the device and relevant imagery. Per the complaint description, the sapien 3 valve was able to be expanded without issue, so it is likely that the reported balloon tear occurred during the attempted retrieval of the delivery system. Balloon tears that occur during this stage of the procedure may be attributed to the patient and/or procedural factors. This tortuosity in the access vessels can potentially impact coaxiality with the sheath and/or the sheath¿s ability to expand/contract as designed, thereby constraining the delivery device retrieval. It is also possible that excess fluid left inside the balloon during device retrieval may have played a role. The excess fluid increases the balloon diameter to the point where it could interfere with the inner diameter of the sheath. Although a definite root cause was not able to be determined, based on the available information, it is possible that patient factors (tortuosity) and/or procedural factors (excess fluid in balloon during retrieval) may have contributed to the reported event. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified and the complaint rate did not exceed the trend category control limit, no escalation to a pra was required. However, per management¿s discretion, a product risk assessment has been previously initiated to further investigate the risk regarding the reported event. This trend will continue to be monitored.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the inflation balloon is bunched up distally, a balloon tear was confirmed proximally to the ic bond, and the balloon wings are flared out. Functional testing was not performed due to the condition of the returned device (balloon tear). Dimensional testing was performed on the crimp balloon wall thickness and the wall thickness met specification. During manufacturing per procedure, visual inspections and tests are performed throughout the manufacturing process. The inflation balloons are 100% visually and dimensionally inspected per procedure. The crimp balloon features are 100% dimensionally inspected per procedure. Per procedure, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. Prior to the balloon pleat, fold and forming process, the balloon is 100% visually inspected. During final inspection, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. Complaint history review revealed the control limits for the appropriate trend categories were not exceeded for (B)(6) 2019. The commander IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. The complaints were confirmed. All measurements fell within specifications. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint event. Further, a review of the IFU and training materials revealed no deficiencies. Per complaint, the tavr was successful and the resistance withdrawing the ds through sheath was experienced only after the implant of s3 valve, so it is likely that the reported balloon tear occurred during the attempted retrieval of the delivery system. Balloon tears that occur during this stage of the procedure are covered in the previously initiated product risk assessment (pra), and may be attributed to the following patient and/or procedural factors: ¿ the patient was said to have a mild degree tortuosity. This tortuosity in the access vessels, as investigated in the pra, can potentially impact coaxiality with the sheath and/or the sheath¿s ability to expand/contract as designed, thereby constraining the delivery device retrieval. ¿ it is also possible that excess fluid left inside the balloon during device retrieval may have played a role. The excess fluid increases the balloon diameter to the point where it could interfere with the inner diameter of the sheath. In order to overcome such difficulties withdrawing the delivery system, the device likely required excessive force and manipulation. Such force and manipulation may have resulted in the tear observed on the balloon. In this case, based on the available information, it is possible that patient factors (tortuosity) and/or procedural factors (excess fluid in balloon during retrieval/excessive force and manipulation) may have contributed to the reported event. However, a conclusive root cause is unable to be determined. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified and the complaint rate did not exceed the trend category control limit, no escalation to a pra was required. However, per management¿s discretion, a product risk assessment has been previously initiated to further investigate the risk regarding the reported event. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate during withdrawal and post deployment of a 29 mm sapien 3 valve in the aortic position, high resistance force through the esheath was noted.  The balloon of the delivery system got stuck at the distal part of the esheath.  Delamination of the esheath liner was suspected and it was noted that the atrion-syringe was filled with blood.  It also appeared that the delivery system balloon had torn. After unsuccessful attempts and maneuvers to retrieve the delivery system and the sheath from the patient, a decision was made to proceed with surgery to extract the system to prevent irreversible consequences or any other damages. Of note, two days after the procedure, the patient was discharged. The patient¿s minimum luminal diameter (mld) measured 8.6mm. The vessel was mildly calcified and mildly tortuous.